Manufacturer narrative:
(B)(4).

Event description:
The patient's family member reported elective replacement indicator (eri). There was a dissatisfaction with the implantable neurostimulator (ins) longevity. The reporter stated they were expecting the batteries to last five years instead of three. The patient saw their health care provider (hcp) in (B)(6) 2015, who informed them of the low batteries. The reporter confirmed seeing the eri. The patient was having a difficult time arranging for an implant in their country, so doctor listings were requested from the us. No symptoms were reported. The indication for use included movement disorders. If additional information is received, a follow up report will be sent.